Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured at 6 atmospheres upon first inflation. The device was removed without any issue using normal method and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.